Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4). Refer to MDR# 9610877-2019-00289 for the previous submission and related sampling results and investigation from 03apr2019.

Event description:
Pentax medical became aware of a report on 07may2019 involving the pentax medical video gastroscope model eg-2990i, serial number (B)(4) for potential endoscope contamination of a gastroscope that "failed atp[adenosine triphosphate] testing 3 times". The customer only performs atp testing once per month on their devices. No patient involvement was reported. Pentax medical video gastroscope model eg-2990i, serial number (B)(4) had been previously reported to pentax medical on 03apr2019 for failed atp testing. Refer to MDR# 9610877-2019-00289 for previous submission and related sampling results and investigation. The gastroscope was not returned to pentax medical for evaluation at that time. On 11apr2019 , based on negative microbiological culture test results, it was communicated to the user facility that the video gastroscope could be returned to rotation but would first need to be reprocessed again before it is used for clinical use. The gastrooscope was received by pentax medical for evaluation on 09may2019. The gastroscope was inspected by pentax medical service on 13may2019 and found the following inspection findings: hole in # 2 remote control button cover, passed dry leak test, passed wet leak test, up/ down angulation knob play, left angulation decreased, right /left angulation knob play, down angulation decreased. The gastroscope was sent to penang service facility on 20may2019 for repairs including the following replacement components: distal end assy with tubes, adjusting collar, bending rubber, distal attaching plate, segment assy attaching screw, segment attaching screw, angle wire, rl pulley assy, ud pulley assy, air/water supply tube lg, jet supply tube lg, suction channel lg, biopsy inlet barrel, biopsy inlet piece, biopsy inlet t-piece attaching nut, biopsy inlet t-piece pb-free, remote control button, o-rings and seals. Pentax medical's global chief clinical officer coordinated with 3m, the manufacturer of the atp test swabs, to review the user facility testing process. Additionally, pentax medical's global chief clinical officer and device maintenance and infection control specialist inspected the user facilities' endoscope reprocessing processes and observed eight different atp swabs for different types of instruments. Based on on-site observations, it was determined that the atp failure are due to their atp collection practices for their approach to swabbing. They were swabbing the endoscopes wet right out of the sink. Any moisture, especially, non-filtered, non-sterile water will always carry atp. They were also using a lint-free cloth to dry the exterior of the scope, but the inside channels were still wet causing the failures. When the chief clinical officer experimented with having the devices put on the user facility's commercial drying machine, the atp swabs passed below 200 rlu(relative light units). Testing with their manual air gun for both upper and lower endoscopes also passed after the devices were allowed to dry. The user facility personnel were observed for the day and retrained on the proper collection technique. Gastroscope repair and resampling pending as of 03jun2019.